Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report of the port not functioning was confirmed. No image with the 180 scope was due to a faulty patient board set. Replacement parts were installed, device successfully tested, and returned to the user facility on (B)(6) 2021. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the port on the evis exera iii video system center is not functioning properly. According to the initial reporter, the image is present but defective. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the manufactured date, 25dec2015, and the results of the investigation, it is believed that the reported failure occurred due to the operational amplifier failing. The design changes to address this issue went into effect on 16april2018, so this device experienced a product malfunction that has since been resolved. Olympus will continue to monitor the field performance of this device.